Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The initial life-threatening rhythm was severe bradycardia at 10 to 30bpm degrading to asystole. The patient received two inappropriate treatment at 12:55:01 and 12:55:26. The rhythms at time of treatments and post-shock rhythms was asystole. Over-sensing of small cardiac signal and intermittent ventricular activity contributed to the false detections. A review of the downloaded data confirms the response buttons were not pressed during the entire event. No additional information was received about this event. There is no information to suggest that the lifevest caused or contributed to the patient's death.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt (B)(4) has been completed. Upon evaluation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Monitor sn (B)(4) - reuse, electrode belt sn (B)(4): 09/2014 - reuse.